Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on proximal rows 3 and 4 with struts lifted distally from the stent profile and stent also damaged in the centre with struts slightly misaligned. The damage may have occurred during withdrawal attempts of the device from a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 22mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, concentric, de novo target lesion was located in the non tortuous left anterior descending (lad) artery. Predilation was performed with a non-bsc balloon catheter. A 4.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross due to the tightness of the lesion. Several attempts were made for the device to cross the lesion but was unsuccessful. The device was then removed from the patient and the procedure was completed with a 3.5x20mm promus element drug-eluting stent. Patient was responding well to aspirin, dual antiplatelet therapy, and statin. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.